Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged, ar-11200f, batch 14094129, was received for investigation. Visual evaluation noted no problems with the exterior of the device. Functional testing was performed with a test sheet; it was noted that the cutter was able to cut through the test sheet and works as intended. Additionally, it was also found that the handle was slightly loose.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the plastic plain bearing of the sliding shaft, on the jaw side, has come loose. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.